Event description:
Affiliate reported that the tub disconnected from the y connector during drainage and leakage was noted. No pt consequences were reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.